Event description:
It was reported that the device was implanted and explanted in 2007 due to an unk reason. No other details were provided. Two follow-up attempts to the surgeon's office were made to verify the reason for the explant and if the device was available for return; however, no response was received.

Manufacturer narrative:
Device not returned.